Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined regarding both events. However, regarding the first event of, blackout and shows no image, although olympus did not receive the actual product, a possible probable cause from the suggested event is a leak in the image sensor unit and video connector due to a water leakage. Regarding the second event, coating insertion tube peeled off(1mm2 or more), it was assumed that the defective item is due to external factors or handling. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. "3.3 inspection of the endoscope: 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited that due to a damage in the charge coupled device (ccd) unit, the image was not displayed and the connecting tube had coating peeling. There were no reports of patient involvement.